Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet device¿s capacitive wake button was intermittently unresponsive, requiring prolonged presses and device restarts to regain function, consistent with a hardware wake/sleep control issue. Symptoms included no patient injury or clinical effects. Outcomes included no medical intervention, no hospitalization, and continued cgm use with the phone or receiver while awaiting replacement. Investigation included customer troubleshooting with button calibration and device restart, review of device operation, and arrangement of replacement and return for further assessment. Investigation of this case revealed an unresponsive wake button consistent with a device hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.